Manufacturer narrative:
This is one of multiple events reported for the same pt involving two separate products and associated with the following mdrs: 1225714-2013-03415, 03416, 03417, 03418, 03419, 03420, 03421, 03422, 03423, 03424, 03425, 03426, 03427, 03428, 03429, 03430, 03431, 03432, 03433, 03434, 03435, 03436, 03437, 03438, 03439, 03440, 03441, 03442.

Event description:
The plaintiff's attorney alleged that the decedent an inpatient hemodialysis treatment was reported to have a predialysis co2 level of 24, within 15 mins of said treatment developed hypotension and possible seizure on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after use of the product.